Event description:
Territory business manager (tbm) stated that the maintenance man at a facility reported that a sling on an unknown lift gave way while transferring a patient. The patient fell and sustained a fracture, believes it was a leg fracture.